Event description:
It was reported that during the procedure, during stent deployment, due to the extremely tortuous nature of the patient's vessel and excessive tension, the distal end of the subject stent exhibited jumping. The physician then attempted to retract the subject stent to adjust the position of the microcatheter for re-deployment, and the subject stent was deployed within the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the device was returned with an microcatheter. The stent delivery wire (sdw) was returned inside the introducer sheath. The subject stent was not attached to the stent delivery wire (sdw) (as per the event description, the stent was deployed within the microcatheter). The introducer sheath tip was crushed/damaged. The stent delivery wire (sdw) was found to be kinked/bent approximately 0.7cm and 38.2cm from the distal end. The stent delivery wire (sdw) resheath pad had been pushed onto the distal marker band and was stuck. The stent delivery wire (sdw) core wire was stretched between the distal dpa (distal protection assembly)/petal marker band and the sdw tip. A 0.0265¿ mandrel was inserted into the tip of the microcatheter and advanced to remove the subject stent. The subject stent fully opened on removal but was slightly deformed at the distal end with the braid edges slightly frayed. The functional inspection was not applicable. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿after normal flushing and delivery of the subject stent to the target site, during stent deployment, due to the extremely tortuous nature of the patient's vessel and excessive tension, the distal end of the subject stent exhibited jumping. The physician then attempted to retract the stent to adjust the position of the microcatheter for re-deployment, and the subject stent was deployed within the microcatheter¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per directions for use (dfu) instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. There was no allegation against the microcatheter. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the subject implant was confirmed between the two marker bands. There was resistance between the delivery catheter and the pusher. There was no resistance encountered during navigation of the subject device to the target lesion. There was resistance during advancement of the stent delivery system through the patient¿s anatomy. There was no resistance encountered during the implant (stent) deployment. The flow diverter was recaptured back into the microcatheter, two times. There may have been a high percent stenosis proximal to the stent which would likely contribute to the inability to deploy the stent. The doctor believes that it is possible that the blood vessels are too tortuous, leading to excessive tension in the microcatheters. The physician did not attempt to deploy the stent on the table (outside the pt. Body). Product analysis found the device was returned with an microcatheter. The sdw (stent delivery wire) was returned inside the introducer sheath, but the stent was not attached to the stent delivery wire (sdw) (as per the event description, the subject stent was deployed within the microcatheter). The introducer sheath tip was crushed/damaged. The stent delivery wire (sdw) was kinked/bent approximately 0.7cm and 38.2cm from the distal end and the stent delivery wire (sdw) resheath pad had been pushed onto the distal marker band and was stuck. The stent delivery wire (sdw) core wire was stretched between the distal dpa (distal protection assembly)/petal marker band and the sdw. The subject stent fully opened on removal from the microcatheter but was slightly deformed at the distal end with the braid edges slightly frayed which most likely occurred in the patient¿s tortuous vessel where the ¿distal end of the subject stent exhibited jumping¿. The stent introducer sheath tip was severely damaged which most likely occurred while seating it into the microcatheter hub prior to resheathing. Significant force had to have been applied to have caused this damage. As a result, the stent delivery wire (sdw) resheath pad became pushed onto the distal marker as it would have difficulty being retracted through the damaged tip and would have caused the subject stent to be pushed off the resheath pad and become detached in the microcatheter. The stent delivery wire (sdw) distal end would have become kinked/bent due to the force being applied retracting it into the introducer sheath. An assignable cause of procedural factors will be assigned to the as reported 'stent deployed prematurely during use¿ and ¿device difficulty engaging target vessel¿ and as analyzed 'stent introducer sheath distal tip damaged', ¿stent deployed prematurely during use¿, 'stent delivery wire (sdw) kinked/bent¿, 'stent delivery wire (sdw) deformed¿ and 'stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, during stent deployment, due to the extremely tortuous nature of the patient's vessel and excessive tension, the distal end of the subject stent exhibited jumping. The physician then attempted to retract the subject stent to adjust the position of the microcatheter for re-deployment, and the subject stent was deployed within the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.